Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: performance data collected from the device was received and analyzed. Battery voltage - battery depletion indicated/eri: time of recommended replacement time (rrt) in save to disk on (B)(6) 2012 device rrt <(><<)>=2.6251 volt. Concomitant product: 5076 implantable pacing lead (B)(6) 2009; 4195 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device reached end of service (eos) due to early battery depletion. Therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.